Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String came apart - tampon [device breakage] . Case narrative: consumer reported via phone that the tampon string came apart during removal. No injury was reported.

Manufacturer narrative:
Product investigation is in progress

Event description:
String came apart - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon string came apart during removal. No injury was reported.